Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device was reportedly leaking. 6 events had no patient involvement; no patient impact. 1 events had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 9 previously reported events are included in this follow-up record. Product return status 9 devices were received. Event confirmation status 1 reported event was confirmed. 8 reported events were not confirmed. Evaluation results 1 device was found to be affected by non-stryker repair. 2 devices were found to be affected by corrosion. 6 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 8 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 1 reported events were confirmed. 7 reported events were not confirmed. Evaluation results: 2 devices were found to be affected by internal component corrosion. 1 device was found to be affected by non-stryker components. 5 devices had no problem found. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 2 events had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.